Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of oversensing t-wave (post paced) noted via merlin.net transmission. The patient was not symptomatic. The device was reprogrammed successfully.